Manufacturer narrative:
Concomitant medical products: 4194, lead, implanted: (B)(6) 2013; 4076, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high pacing impedance. The lead was suspected to be fractured. The lead was capped and the previously abandoned rv lead was liberated and connected to the device. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.